Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2009, during which three drug eluting stents were implanted, one in the obtuse marginal, one in the proximal left anterior descending artery (lad) and another in the mid lad. On (B)(6) 2010, the patient was experiencing anginal symptoms and was rehospitalized and underwent revascularization of the proximal lad with percutaneous transluminal coronary angiography (ptca) and placement of a promus stent which was tunneled just into the proximal aspect of the preexisting stent to treat an 80-90% instent restenosis. The patient was discharged from the hospital on (B)(6) 2010. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.